Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were air bubbles in the cartridge. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2017 with the following findings: during investigation, the returned pump was tested using a test cartridge; the cartridge was not returned. The pump powered on and completed the 24-hour testing with no bubbles duplicated. Unrelated to the complaint, investigation revealed a crack in the battery compartment below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.